Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019 , a 21mm trifecta gt final package was implanted in a patient along with artificial blood vessel (non-abbott product: j graft) placement. In (B)(6)2023, echography confirmed aortic insufficiency and and shortness of breath. In (B)(6) 2024, heart failure symptoms were confirmed, and the patient was aware of the heart failure. Aortic insufficiency was severe. On (B)(6) 2024, another aortic valve replacement procedure using a 19mm epic supra aortic valve was performed. The procedure was completed with no adverse patient effects. Upon explant, the was torn cusp (from the tip of the stent to nadir) of the valve. The patient is stable, and under observations. No medication was noted in this event.

Manufacturer narrative:
Explant due to severe aortic insufficiency and shortness of breath after 5 years of valve implant was reported. Also reported that upon explant a torn cusp was noted on the valve. The investigation found cusps 2 and 3 were torn. There was patchy pannus formation on the outflow surface and on all cusps of inflow surface. Mild fibrous thickening was noted to cusps 1 and 2. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted on the cusps had the potential to induce increased stress on adjacent cusps and create an unbalanced stress relief distribution between all cusps during coaptation, leading to cusps tears and reduced durability.